Event description:
The vigilance manager of the hospital, reported the following event: "reaction of metallosis chrome cobalt/titanium on the modular cone. Patient had pain. Revision surgery to extract and implant another prothesis. Change of the femoral stem."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 9616680-2012-00922.